Event description:
It was reported that the patient¿s pump had been alarming for the last few days. The patient had a refill on (B)(6) 2012. The patient heard the beeping every 15-20 seconds for 20 minutes. On the date of this report, the pump was interrogated and a ¿double beep¿ was noted. An alarm test was performed. During the alarm test, a message popped up and showed ¿memory error¿ and then ¿pump stopped.¿ the pump was reprogrammed to start again. Additional information stated that the patient had experienced a shock while fixing a lamp. The message that had appeared on the programmer indicated an ¿elective replacement indicator (eri).¿ it was noted that due to ¿eri¿ messages at earlier refills, the physician had already booked a pump replacement. The pump was replaced and the patient was doing ¿great.¿ the drug in the pump was fentanyl.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).